Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and difficulty charging. The patient reports that these issues occurred following a motor vehicle accident; the patient suspects that their cls positioning was impacted due to the accident. A revision procedure was performed to reposition the cls and resolve the reported event.